Event description:
I received an ipl laser treatment on my chest on (B)(6) 2014 for sun damage. This was my 3rd treatment on that area, I had received prior ipl treatments here on my face for sun damage as well. The prior 5 ipl treatments were performed by a nurse who informed me she was leaving this job the next day. I made an appointment on (B)(4). I was called a few days before my appointment and told the machine was broken, I was rescheduled for the next week and that appointment was cancelled as well due to broken machine. I was called on (B)(6) 2014 and told the machine was working and could I come in the next day and I said yes, my appointment was at 4:00 pm. Dr (B)(6) performed my treatment and it was more painful than the prior treatments, I had to tell her to stop numerous times and ice my chest due to pain, she made 2 passes. I left with the ice pack in bad pain. I had to stop on my way home 15 hours later to buy another ice pack the pain was so intense. I took photos at that time. I called the office and told them of my pain and was told to come back and I did. Dr (B)(6) told me the new "head" on the ipl was too strong. I asked her if she calibrated the machine and she said yes and used the same setting as the last treatment. I did have small blisters. She put hydrocortisone and numbing cream on my chest and gave me an rx for vicoden and gave me no other instructions and assured me everything would be fine in 5 days. I went home in extreme pain and had more blisters. The next morning I had huge blisters all over my chest. I called dr (B)(6) office on wednesday morning and told them how bad I felt and sent pictures. They told me to come in friday after I got off work. On thursday they called after I sent more pictures, I told them how bad I felt and I went after work. When dr (B)(6) saw how bad it was she wrapped my chest in bandages and said she would take me to a burn clinic if I wanted to. I said yes and she said to be there at 7:30 am. The ipl machine was a "natural light". The facility was the (B)(6). The doctor that performed the ipl procedure was dr (B)(6). I went to (B)(6) and was diagnosed with 2nd degree burns requiring treatment with a mepilex dressing with expense of (B)(6).